Manufacturer narrative:
The reported event of unable to interrogate and no magnet response were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing process anomaly consistent with header bonding anomaly may have occurred.

Event description:
Additional information was provided stating that the device had stopped pacing and patient had a low sinus rhythm in the 50s. The device was explanted on (B)(6) 2025 and successfully replaced. The patient was stable.

Event description:
It was reported during in clinic follow up that the pacemaker was unable to be interrogated via inductive means and the device exhibited no magnet response. Device voltage trends recorded via remote transmission showed evidence of premature battery depletion. No intervention was reported. There were no patient consequences.